Event description:
Journal reference: papavassiliou e, rau g, heath s, et al. Thalamic deep brain stimulation for essential tremor; relation of lead location to outcome. Neurosurgery. 2008; 62(suppl.2): 1120-1130. Thalamic deep brain stimulation (dbs) is commonly used to treat essential tremor, but the optimal lead location within the thalamus has not been systematically evaluated. We examined the relation of lead location to clinical outcome in a series of essential tremor patients treated by thalamic dbs. Fifty-seven leads in 37 patients were studied. Reportable event: two leads in 2 patients were removed soon after implantation, precluding clinical evaluation, because of lead infection. See mfg report #2182207200807354.